Manufacturer narrative:
(B)(4). Reported event was confirmed by review of discharge notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent total knee revision approximately four years post-implantation due to pain. During the procedure, all components were revised and a patella button was implanted. No further information has been provided.

Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as only the patient's bearing was revised due to pain.